Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics in (B)(6) 2016 (specific date not reported). On (B)(6) 2017, the abutment was removed due to the patient experiencing recurrent pain and drainage at the abutment site.